Event description:
It was reported that right atrial (ra) lead fractured and infinite impedance. The lead was capped and replaced. No patient complications have been reported as a result of this event. On (B)(6) 2017 it was further reported that the right atrial (ra) lead and right ventricular (rv) lead were capped due to an occlusion on the patient's left subclavian vein.